Event description:
Can't get the heads to stay on...falls off - oral-b [device breakage]. Head is loose...brush itself where it goes on, but it doesn't click - oral-b [device connection issue] . Case narrative: consumer via phone stated that the oral-b io toothbrush refill head was loose and it would go onto the oral-b io toothbrush, but it did not click. They could not get the oral-b io toothbrush heads to stay on and they fell off. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.